Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: pacemaker implantation is generally a result of conduction disturbances. Conduction disturbances, such as EKG changes are known potential adverse effects per the device instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter valve, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In this case the reason for the permanent pacemaker implant was unknown, and a conclusive cause could not be determined from the limited information available. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for unknown reasons. No additional adverse patient effects were reported.